Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient stated she has had many falls and now had lost control of her bladder. She was wondering if she could have broken the apparatus. No troubleshooting/interventions were taken. Patient did not want to use the programmer to do any trouble shooting. Patient was advised to follow up with the hcp. Patient considered this as a gradual change in therapy/symptoms. No further symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported her interstim device was not working. Additional information from the patient on (B)(6) reported her therapy was not working at nighttime because she could not get to the bathroom fast enough before she was really leaking. The patient noted she did not know where the patient programmer was. The patient reported she would spend some time to look for the patient programmer. The patient noted the issue had been going on ¿too long¿. The patient stated she hadn¿t seen her implanting healthcare professional (hcp) in a while, but her primary hcp had made an appointment for the patient to see someone ¿not in the urology department¿. There were no further complications that have been reported as a result of this event.